Manufacturer narrative:
(B)(4) captures the reported event of the tip was broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an gold probe was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip was reported to be broken and was said to have "snapped" and would not straighten out. The procedure was completed with another gold probe. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.